Manufacturer narrative:
Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent ablation for ventricular tachycardia (vt) in (B)(6) 2018. Etiology of vt thought to be due to pump parameter speed being set too high with multiple suction events, so pump speed was reduced to 9000 rpm's. As of (B)(6) 2018, according to the vad coordinator, the patient is doing very well after the pump speed was adjusted to 9000 rpm. There have not been any further suction events since the patient was last seen on (B)(6) 2018 in clinic. The patients workup for transplant has been completed and the patient is now listed for transplant. The transplant is not due to this event, but due to transplant paperwork finally being completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists cardiac arrhythmia as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.